Event description:
(B)(4). It was reported that post a stenting treatment procedure, a patient experienced angina and ischemia. In (B)(6) 2012, the patient presented with unstable angina and was referred for cardiac catheterization. The 34 mm x 3.0 mm, 80% stenosed target lesion was located in the mid left anterior descending artery (lad). The target lesion was treated with pre-dilatation and placement of a 3.00 x 38 mm study stent. Following post-dilatation, residual stenosis was 0%. The patient was discharged two days later on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with angina and symptoms of ischemia. The patient was hospitalized and treated with medication. Diagnostic angiography revealed 95% pre-treatment diameter stenosis and timi flow 3. The target lesion, located in the proximal lad, was treated with placement of an unspecified drug eluting stent resulting in 0% diameter stenosis and timi flow 3. The event resolved without residual effects and the patient was discharged three days later.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).